Event description:
It was reported that the customer's insulin pump kept alarming motor error while changing the infusion set. The blood glucose reading was 600mg/dl. It was also mentioned that the device was stuck in rewind loop. Troubleshooting was performed, and no damage to the drive support cap noted. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. No motor error alarm noted. The motor passed the motor test. The device had scratched screen, cracked display window corners, cracked battery tube threads, broken belt clip slot, and cracked reservoir tube lip.